Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, the reported event could not be confirmed. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a thr procedure, impacting surface broke off. No confirmation of delay has been received. Backup device available. No injury or impact to patient reported.